Manufacturer narrative:
Unit was received with critical pump error (open book image) and pump error followed by pump error was present in the insulin pump trace download due to corrosion on all electronic assemblies. Unable to perform rewind test, prime/seating test, basic occlusion test, force sensor test, sleep current measurement, active current measurement and self-test due to critical pump errors. Sw tested with a test p-cap and the test p-cap did not lock in place properly due to missing retainer. Unable to perform displacement test and occlusion test due to missing retainer. Unit was received with corroded force sensor assembly, moisture damage on motor home switch and corroded battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump received critical pump error alarm. The customer¿s blood glucose level at the time of incident was 12 mmol/l. The insulin pump will not be returned for analysis.